Event description:
It was reported that prior to starting a da vinci assisted surgical procedure, there was a message indicating the console was not connected. The staff had already performed a hard power cycle once and the error persisted. Technical support then instructed a second hard power cycle, but the issue remained and error 31089 was observed in the logs, indicating a problem with fiber port 3 on the tower. Technical support directed the staff to move the blue fiber cable from port 3 to another port and reboot the system, but the error still persisted. The staff planned to inform the surgeon and had not yet determined how they would proceed. There was no report of patient involvement or reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. The issue was a dirty fiber optic connector causing the communication failure. Fse went to the site to attempt to clean connector. The system was tested and verified as ready for use.